Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. This patient is pacing dependent. Oversensing, noise and pacing inhibition were also noted. Boston scientific technical services (ts) was consulted and further testing was recommended to assess the integrity of this lead. The patient was admitted because of pacing needs and the physician requested to evaluate this system. A revision procedure was performed and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.